Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately twelve years post right tha, this male patient needed new poly. Cup and poly were removed. Smith and nephew dual mobility was implanted. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-rays and photos received. The device will be return.

Manufacturer narrative:
Section h10: (h3) upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is unknown at this time.